Event description:
It was reported that nexiva 22ga 1.00in connecta w/ q-syte needle got stuck. The following information was provided by the initial reporter: I have an example of nexiva where the needle gets stuck in the cannula.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Your reported issue was confirmed upon inspection of the sample. Bd determined that the indicated failure could not be attributed to the manufacturing process. The abnormality found on the canula could not be replicated during the cannula handling process of bd¿s manufacturing. The supplier was notified of the reported failure as well as the condition of the material. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this are rare. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in connecta w/ q-syte needle got stuck. The following information was provided by the initial reporter: I have an example of nexiva where the needle gets stuck in the cannula.